Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0968 / FDA-2014-n-0736-0015, awareness date 30-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure(fallopian tube occlusion insert) inserted in 2012. Consumer reported that since getting essure inserted she has been experiencing pain. She woke up from procedure with excruciating pain in her left side. Doctor prescribed tylenol. Every month she got the same pain. She lost energy, lost hair, lost teeth and no matter what she did she could not get rid of the bloated stomach. Her self esteem has taken a hit. She felt like a failure. She has surgery scheduled to remove essure on (B)(6) 2015. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and since the insertion, has been experiencing excruciating pain on her left side. This event, seen as pelvic pain, is serious due to medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, since the consumer had essure inserted, she has been experiencing pain. She woke up from procedure with excruciating pain in her left side and had the same pain monthly. Given close temporal relationship and event's nature, causality with essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 02-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and since the insertion, has been experiencing excruciating pain on her left side. This event, seen as pelvic pain, is serious due to medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, since the consumer had essure inserted, she has been experiencing pain. She woke up from procedure with excruciating pain in her left side and had the same pain monthly. Given close temporal relationship and event's nature, causality with essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow-up will be actively perused, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 04-may-2016: information received via legal claim states that plaintiff had essure inserted for permanent sterilization and subsequently had the device removed due to complications. Company causality comment this spontaneous and non-medically confirmed case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and since the insertion, has been experiencing excruciating pain on her left side. Essure was removed. This event, seen as pelvic pain, is serious due to its medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, since the consumer had essure inserted, she has been experiencing pain. She woke up from procedure with excruciating pain in her left side and had the same pain monthly. Given close temporal relationship and event's nature, causality with essure use cannot be excluded. Since essure removal was required, this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.